Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2020-02208. It was reported that the stimulation would decrease itself. Patient denies any traumas, falls or strenuous activities. Programming changes were attempted however it was unsuccessful. Upon review, high impedance issue was observed on contact one to eight and eleven to fifteen. Both leads were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.